Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset and the adhesive plaster was wet with insulin. This issue happened on the event date and on three further occasions and led to elevated blood glucose levels. The patient was able to self-treat on each occasion.